Manufacturer narrative:
Additional information was received on 9/10/2018 indicating the device history record (DHR) for the lot number 30018751l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacture ref no:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and a foreign material inside the packaging issue occurred. Human hair in the sterile packaging was observed before use. The device was visually inspected and it was found in good conditions. No hair was found. The packaging was not returned and for this reason the investigation was unable to performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this failure from leaving the facility. The customer complaint cannot be confirmed. Manufacturer ref no: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and a foreign material inside the packaging issue occurred. Human hair in the sterile packaging was observed before use. The catheter was not used on the patient and no adverse patient consequences were reported. The issue of foreign material inside the packaging has been assessed as reportable.